Event description:
On (B)(6) 2009, the pt reported she received an e6 (mechanical error) alarm the last 3 times the insulin in her infusion device reached the 175-200 unit mark. She stated she did not change the battery, but was able to clear the error by performing the change the cartridge process. She said she has not changed the battery cap and was advised to do so with every 4th battery change. The pt stated she has smelled insulin in her cartridge chamber for the past month and that it smells like insulin that has gone "bad". She used a cotton swab to see if there was moisture in the chamber, but did not see any. She stated she does not remember spilling insulin inside the chamber, but she does not attach the adapter and tubing prior to inserting the cartridge. The pt was educated on the proper change the cartridge process. No blood glucose concerns related to this issue were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for eval.